Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) experienced a cracked screen, and a replacement device was arranged with instructions provided to shut down the original unit and return it. Symptoms included none and blood glucose was not affected. Outcomes included no alerts or alarms, no emergency care, and no hospitalization. Investigation included collection of event details, confirmation of addresses, and education on data syncing, return process, and start-up of the replacement device. Investigation of this case revealed a hardware damage issue limited to the display component, with no impact to therapy delivery or data transmission as the patient could continue using the dexcom g7 app or receiver. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device malfunction.